Event description:
Litigation papers allege the patient experienced pain in the groin months after that surgery. At the time or the revision surgery on (B)(6) 2011, the patient showed no signs of infection and the acetabular component was in excellent position. When the acetabular component was loosened there was a small area of approximately one quarter inch by one half inch of dense bone attached to the superior rim. Another band of approximately one quarter inch by one half inch was noted near the dome. The cup was otherwise without evidence of bone attachment. There was no bone ingrowth into the porous coating which was extremely unusual for a porous-coated implant that had been in the patients left hip for approximately five years. Doi: (B)(6) 2006; dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.